Event description:
It was reported that the patient underwent an anterior fusion at l3-4, l4-5, l5-s1 with peek interbody cages and rhbmp-2/acs, and a posterior fusion t10 to the sacrum with titanium hardware. The pre-op diagnosis was degenerative scoliosis, central stenosis l3-4, and lateral recess stenosis l4-5, l5-s1. 22 days post-op, the patient presented with wound drainage which the surgeon believed to be a reaction to the suture material. The wound was cultured and the patient was put on antibiotics (cipro). Culture result came back as (B)(6) susceptible to cipro. The patient continued to have ongoing reaction at the incision site, reportedly due to the stitching, for several months post-op that did not entirely resolve before a third surgery was performed. Approximately 3 months post-op, the patient began complaining of lower back pain and sciatic type pains on the left side, and numbness down the left leg. A 224 days post-op, the patient underwent a revision surgery due to pseudoarthrosis in the l5-s1 area.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.